Event description:
A pasv PICC line was placed for therapeutic purposes in 2003 as part of a postmarket clinical study. On an unknown date, it was noted there was leaking at the site. The PICC line was replaced. There is no additional information available on this event and the study coordinator did not wish to be contacted. This report is being filed based on the assumption that the leak occurred distal to the suture wing.